Event description:
It was reported by the clinician that the catheter was implanted left subclavian in 2008 in a female patient. Six days later, the patient was brought in to remove and replace the existing catheter. The catheter was draining clear liquid from the left side "cw" with a foul odor and there was redness at the insertion site. The original physician who placed the catheter was paged and was present. The physician removed the existing catheter and applied pressure which the patient tolerated well, and new catheter was placed. Pressure dressing was applied and tip placement was confirmed. The patient was waiting to be discharged. There were no complications reported. No further details are available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.